Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes (ou) on a 1-month post-op exam. A brief description from the surgery center indicated the patient had blurred vision with no improvement seen and is constant with no fluctuations. The surgery center also indicated the patient¿s night vision is worse as well. The patient has stated that would like the laser treatment reversed. The patient¿s chief complaint was of blurred vision at a distance. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2018: right eye post-op 20/25 -1.00x -.75 x 20, left eye post-op 20/20 .00 x -1.00 x 160.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.